Event description:
It was reported that the patient was working in a room with electromagnetic interference (emi) and thought that his stimulation was turning off by itself. The reporter indicated that the patient would bring his programmer with him the next time he is in the room to verify that stimulation was still turned off.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial #(B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).